Event description:
Procedure: colon resection. According to the reporter: the sulu was applied to bowel. After firing bleeding was noted. The surgeon applied clips to control bleeding and continued with another sulu. Blood loss was reported as more than a 250cc, due to this problem.

Manufacturer narrative:
.